Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One decontaminated sample was received for the evaluation. Upon visual examination, the catheter shows retention of the liquid. Therefore, the reported condition is confirmed. After evaluating the received sample, an occlusion in the catheter was detected, which causes the liquid retention inhibiting the balloon deflation. The affected component is produced by an external supplier; our assembly process only consists in a pick and place operation for this material. The root cause and the action plans will be implemented by the supplier.

Manufacturer narrative:
An investigation was performed by the supplier. The main root cause of the reported issue occurred due to a residue (black and white particle) floating in the balloon. We suspected that this might cause by excessive threading glue (white particle) and rubber thread residue (black particle). Looking at the size of both particles, the white residue is the one that block the dinking eye. This residue would block the dinking eye, thus cause partial deflation as water could not flow out from balloon. This excessive threading glue usually caused by: dried gum stuck on the threading brush. Currently the threading brush have been subjected to 2 times cleaning per day. Inconsistent amount of gum applied due to various size of threading brush use. The below action plans have been implemented by the supplier: increased the frequency of threading brush cleaning from 2 time per day to 4 times per day. A memo will be provided on this update. Standardize the threading brush size, by controlling only brush size 8 to be use in production floor. This change was implemented. Conduct awareness training to the operator.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported when attempting to change the catheter, water was unable to be removed from the balloon. The catheter was cut to remove it. There was no harm to the patient.